Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the patient activator was returned and analysis found that the unit was able to power up and working fine; the device passed full functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.

Event description:
It was reported that the implantable loop recorder (ilr) did not record or mark an episode when the patient experienced symptoms. It was noted that there were recording the day prior and the day after the symptoms occurred. The ilr remains in use at this time. No patient complications have been reported as a result of this event.